Manufacturer narrative:
The pad-pak was first installed on the 26th october 2010 and performed to specification up to the 4th october 2015. Multiple manual power ups of mainly ten minutes duration were observed in the device memory between 7th-18th october 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.